Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the connector pin completely broke off. The patient had been in"bad shape" due to the broken connector pin because she could not charge the implantable neurostimulator (ins). The ins did not have a charge and it was dead. Her leg/sciatic nerve was "heavy." This issue occurred on (B)(6) 2015. Further follow-up is being conducted to determine if the replacement recharger resolved the dead stimulator battery and restored therapy. If additional information is received, a follow-up report will be sent.